Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial (B)(4) showed the set screw was backed out beyond the point of being able to be engaged it with the connector block. An impedance test was performed in0.9% saline solution and good impedances were observed using a clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. Analysis also determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3889-28, lot# va1bsr2, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was being implanted with a neurostimulator. It was reported that they implanted a brand new lead and implantable neurostimulator (ins) and increased the amplitude to 1, 2.5, 3, and 4 volts (v) and the pulse width (pw) up to 330. They stated that 0-1, 0-2, 0-3, 1-2, and 1-3 combinations were greater than 4,000 ohms but, when they switched the parameters, different combinations would be greater than 4,000 ohms. The ins was already taken out, the lead was disconnected and wiped off, and they retested it and plugged it back into the ins. The lead was fine, as they were able to get bellows and toe on all four when testing just the lead. When running the impedance test at 2.0 v and 360 pw, 0-1, 0-2, 1-2, and 1-3 were showing greater than 4,000 ohms. When using the ins to test for motor response, at a rate of 14, pw of 210 microseconds, and cycling set at three seconds on/three seconds off, they increased the amplitude but still didn't get motor response. It was noted that no pairs provided a response: 0-1 gave no response at 3 v and 1-2 gave no response at 5 v. They re-inserted a new lead and a new ins and got normal impedance on the new set. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the physician was informed of the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.